Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the reported issue that the screen was black and there was no image. Error 119 was found in the logs indicating a system error for console hrsv low current. The hrsv was installed into an xi system and powered on. The right eye had no image. The complaint regarding black ssc vision was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the right eye on the surgeon side console (ssc) was totally black with no icons overlaying. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested that the customer clean the blue fiber cables (bfc) and swap cables with the second ssc. The customer also cycled the breakers on the ssc, but the issue was not resolved. The surgical team had to continue the surgery by switching over to the second ssc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system's function was checked after booting the system and initially booted without error. The surgery had been in progress for around 30 minutes when the problem occurred. The surgeon was able to resolve the problem with a second ssc. The operation was completed with the second ssc after a 20-minute delay. Patient information was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting a black eye in the surgeon side console (ssc), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the issue. The fse also noted an old/worn eye piece, armrest, headrest and ethernet cable, and replaced them. The eye piece, armrest, headrest and ethernet cable are field scrap items and will not be returned to isi for further investigation. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the hrsv monitor. Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer had the right eye on the surgeon side console 1 (ssc) was totally black after the start of the procedure and had to continue the surgery with ssc 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.